Manufacturer narrative:
Two units were returned for evaluation. All connections held at 10 pounds pull without breaking. The units performed within specification. The lot history was reviewed and found to be acceptable. Medex was unable to confirm issue of determine possible cause. No additional action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the hubs were coming off the dilator. There was no pt injury or treatment associated with this issue.